Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller was concerned about turning stim off because they had spoken with the manufacturer's representative (rep) about concerns turning stim off and back on and described to rep the return of dyskinesia symptoms when stim was off. Caller said 3-4 weeks ago the patient had an EKG turned stim off for 3-4 minutes then back on and the dyskinesia had started to kick in while stim was off, and normally, when caller turned stim back on, patient really gets a jolt that is very uncomfortable (call agent understood caller meant that normally the patient's symptoms were relieved when stim was turned back on and the jolt subsides after stim was turned back on). The caller also described turning stim off when patient was under anesthesia for a previous surgery as well as a colonoscopy and before patient woke up, the caller turned stim back on so there was no effect but caller was concerned about turning stim off in the future, stating they are concerned they won't be able to get it back on because patient has had dbs 9-10 years. Reviewed the external equipment sounds like it works as expected to turn stim back on. Redirected to report the symptom concerns to the doctor and to ask the doctor about turning stim off and on for future medical tests.